Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. Blood glucose level at the time of the incident was not provided. Troubleshooting did not resolve the absence of low battery alert. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected battery power loss alarm during testing and no unexpected failed battery alarm and no unexpected low battery alarm noted. No blank display noted.